Event description:
Patient's mother reported patient often experienced elevated blood glucose levels since (B)(6) 2013; exact reading was not provided. Patient's normal blood glucose level was not provided. Mother stated after 2-3 weeks she changed the patient to the backup infusion device and at this time her blood glucose level is better. Mother reported she thinks the infusion device delivers too low insulin. Mother stated the battery lifetime is also too short; only 2 days and the rubber on the infusion device is defective. No further information available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.